Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their reservoir needle was broken and leaked at transfer guard. The customer¿s blood glucose level was 138 mg/dl at the time of the incident. Customer stated hat fluid under the lcd screen. The reservoir will be returned for analysis.